Event description:
This 52 year-old male pt underwent removal of hardware (right femur), open reduction and internal fixation of right femur intertrochanteric fracture nonunion with proximal femoral osteotomy on 11/16/98. On a post-operative visit in january, 1999, it was noted that the pt was having increasing varus angulation. X-rays revealed a questionable failure of the fixation between the sliding lag screw and the slide plate. The pt underwent a second operation on 2/25/99 to remove the device and to replace it with a non-adjusting device. During the surgery it was noted that the device had not broken; rather, it had essentially adjusted itself into a new position. A rep of the MFR was present during the revision.